Event description:
Related to MFR report # 2183959-2012-01792. It was reported that an elevate prolapse repair system was implanted in the plaintiff to treat her pelvic organ prolapse and/or stress urinary incontinence. The date of implant was not reported. It was alleged by the plaintiff's attorney that after and as a result of the implant the plaintiff has "experienced significant mental and physical pain and suffering, has sustained permanent injuries, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.